Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, the patient experienced discomfort. The patient had a competitor's stem with advita glenoid and wanted to convert to an advita reverse shoulder. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 314-23-02 - laser cage glenoid small, alpha a572535. 321-52-09 - 3.2mm k-wire, trocar tip b376012. Competitor's stem. Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.